Event description:
It is reported that the sterile packaging had a foreign substance; reportedly a fly.

Manufacturer narrative:
Evaluation: as returned, foreign material is present within the packaging material. The package was returned in an open condition without the lid. The sterile screw housed within the package was also not returned for review. Fourier transform infrared spectroscopy (ftir) was performed on the foreign material which was identified as phosphatidylethanolamine, a phospholipid found in biological membranes but can also be synthetically produced. Since the package was not returned in the original sealed state, it cannot be determined where the package accumulated the foreign material. It is possible the package became contaminated during the packaging process, but could have also occurred when the tech was preparing the part for surgery. All applicable controls and processes to prevent foreign material of this nature are taken at zimmer during the packaging process. According to our records, the screws were manufactured and packaged to specification. The controls taken a the reporting hospital are unknown. The exact cause of the foreign matter can not be determined. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available information, the need for corrective action is not indicated. Should additional substantive information be received, the complaint will be reopened. Zimmer, inc. Considers the investigation closed.